Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch ultraeasy meter was reading inaccurately high compared to their feelings and/or normal readings. The customer care advocate (cca) contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient was unsure when the alleged issue began. The patient reported obtaining a blood glucose reading of 19.0mmol/l on the subject meter. The patient manages their diabetes with pills, diet and exercise. The patient reported taking a glucophage pill in response to the reported high reading. The patient reported re-testing their blood glucose and obtained a reading of 12.0mmol/l. The patient reported developing symptoms of "dizziness and loss of consciousness" and called an ambulance. The patient reported obtaining a blood glucose reading of 3.0mmol/l on the ambulance meter. The patient reported that they were treated by an hcp with an injection but they could not provide further details. The patient stated that they believed their symptoms were caused by "nervous strain". Further correspondence stated that "the patient did not see any connection between blood glucose tests on the onetouch ultraeasy system and the health problem he faced". At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient took medication in response to the reported high reading and subsequently developed serious symptoms associated with hypoglycemia. The reported glucose reading on an ambulance meter was consistent with hypoglycemia and the patient received unspecified hcp treatment.